Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The user facility is outside of the united states. No medwatch report was received. (B)(4).

Event description:
It was reported that patient underwent a malleolar tibia fixation procedure on (B)(6) 2013. During the procedure a screw fractured and the surgeon decided to remove the screw shaft in the future when the plate is removed. No further information has been provided.